Manufacturer narrative:
A visual analysis of the returned segura retrieval basket revealed that the distal end of the broken basket wire sub-assembly appeared to be cut clean. The detached basket was not returned. The wire sub-assembly was kinked approximately 5mm from the distal end. The sheath appeared to be cut off (straight cut with angle). A functional evaluation was performed. The basket wire sub-assembly was bent in several locations along working length, but moved freely when the handle was actuated. Additionally, the distal end of the wire sub-assembly cover was kinked and torn. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a segura hemisphere was used during a ureteroscopy performed on (B)(6) 2015. According to the complainant, during the procedure, the sheath fractured into pieces and fell apart. There were pieces that detached inside the patient but the physician was able to retrieve them. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a segura hemisphere was used during a ureteroscopy performed on (B)(6)2015. According to the complainant, during the procedure, the sheath fractured into pieces and fell apart. There were pieces that detached inside the patient but the physician was able to retrieve them. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.